Event description:
It was reported that the device was used during a coronary artery bypass graft. It was reported by the rep that during the endoscopic vein harvesting portion of the procedure the physician's assistant for the surgeon could not fire the clip. The instrument would not release the clip. A second device was opened and used to complete the case. There was no consequence to the pt.